Event description:
This is one of many reports received from japan in which a product mislabel was identified. This patient underwent cataract extraction with phacoemulsification and the use of sodium hyaluronate without optical iridectomy to implant ceeon lens labeled 812a/21.5(d) into the left eye. The physician reported that the packing of the lens was labeled incorrectly. The patient reported abnormal vision. The lens was explanted and a lens with the appropriate diopter was implanted. A full recovery was reported after the lens exchange. A MFR investigation was performed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. As a precautionary measure, 5 other lots that were mfg the same day were also recalled. The distribution of these lots was limited to japan.